Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm. Per reporter, the pump continued to alarm after troubleshooting. Per reporter, the patient was advised to call the clinic for further instruction. Per reporter the residual volume was 6.3 ml, rate 1.9 ml and given 78.75 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.

Manufacturer narrative:
(B)(6).